Manufacturer narrative:
This is a duplicate report of 1818910-2019-124689. 1818910-2020-00616 is being retracted as it is a report duplication. 1818910-2019-124689 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: dots. Clinical notification received for left knee revision to address arthrofibrosis date of implantation: (B)(6) 2018; date of event (onset): (B)(6) 2019; (left knee). Femur and tibial insert components revised.